Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 a4 pocket not recognized. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 4.1 pocket was not recognized. A field service engineer (fse) checked all cubie drawers in diagnostics and noted that pocket a4 in drawer 4.1 was not being recognized, with no medications loaded in that pocket. The row board was removed and found to have corrosion damage on the circuit board. The fse returned with a replacement row board and fascia panel for drawer 1.1, then removed and replaced the failed 4.1 row board due to the a4 position fault. Three replacement half height fascia panels were installed on drawers 1.1, 2.1, and 3.2 due to loose retention at the upper right screw. Operation was tested in both the application and hardware test application diagnostics, and no issues were noted. The system functioned as intended after the field service engineer repaired the device.